Event description:
It was reported by the customer that the instrument failed to cut during procedure. A second instrument was opened and worked fine. The cae was completed with no pt consequence or extended surgery.